Event description:
It was reported following the implant of the left ventricular (lv) lead, the patient developed serious hypotension, which was resolved with large doses of medication. No pericardial effusion was noted. No additional adverse consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that lead responsible for the reported issue was not an abbott lead and was manufactured by medtronic.

Manufacturer narrative:
Correction: manufacturing report 2017865-2022-47859, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.